Manufacturer narrative:
Device evaluation the device was returned to the manufacturer. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: through follow-up, it was learned that the lens was replaced with the same model lens but a 25.0 diopter. There was no incision enlargement and no patient injury reported. No further information was provided. Device available for evaluation ¿ yes, returned to manufacturer on 01/13/2017. Device returned to manufacturer ¿ yes. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 27.0 diopter intraocular lens was explanted due to refractive error. The lens was replaced with a 25.0 diopter. No further information was provided.